Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2126, awareness date 28-oct-2015). It refers to a female patient of unspecified age who had essure (ess205)(fallopian tube occlusion insert) inserted in (B)(6) 2005. The consumer reported after receiving essure (on an operating table under general anesthesia) she experienced intense stabbing pains about three times a year ending up in the ER for pain a handful of times. It was livable until (B)(6) 2012. She stated the sharp stabbing pains started taking over her life, and doctors could not diagnose and she was living in a fog due to painkillers. She had to time taking them so she could pick her children up from school. After 5 months of being poked, prodded, invaded, injected and scanned, a different gynecologist agreed to do exploratory surgery to find out what was wrong. One essure coil had migrated and lodged on the back of her uterus, every time she moved it poked into her abdominal cavity causing intense stabbing pain and creating massive scarring. She had instant pain relief. Other symptoms she experienced included: migraines (starting in 2006) and mixed connective tissue disease (an autoimmune disease causing arthritis and lupus like symptoms) diagnosed in 2006. Result and assessment of the product technical complaint investigation received on 18-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one essure coil had migrated and lodged on the back of her uterus. She underwent an exploratory surgery. Consumer also reported a mixed connective tissue disease. These events are serious due to medical significance. Event essure coil had migrated and lodged on the back of her uterus is listed in the reference safety information for essure, the other event is unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, consumer was having pain, she underwent an exploratory surgery, and it was found out that one essure coil had migrated and lodged on the back of her uterus. Given the nature of this event, causality with essure cannot be excluded. Event mixed connective tissue disease was assessed as unrelated to essure, given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.